Event description:
Patient noticed more rippling several months ago and within the last 2 weeks that the implant was less full. She has been experiencing discomfort from the implant rubbing against her ribs.